Event description:
It was reported an issue with dafilon suture. The client reported that the product name on the packaging does not match the product code. The product code is g0932132 and the name is supramid while it should be dafilon. There is no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received some pictures of a product box in which the pre-printed box corresponds to supramid and the box label and product inside the box correspond to a dafilon reference-batch (code g0932132; dafilon blue 4/0 (1.5) 45cm ds16 and batch 621433). Therefore, the box label and the product match perfectly (dafilon), but the pre-printed box is wrong (supramid). This mistake took place at the moment of selection of pre-printed box of the product in the warehouse. The person who was conditioning the product, selected a wrong pre-printed box and did not notice that. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the pictures received show a product box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the box affected as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. On the other hand, warehouse staff have recently worked on correcting this type of incident. Control mechanisms in warehouse have been implemented to avoid this issue in the future.